Event description:
It was reported that this implantable lead dislodged shortly after implant. An x-ray was performed and confirmed the dislodgement. This lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead dislodged shortly after implant. An x-ray was performed and confirmed the dislodgement. This lead was successfully repositioned. No additional adverse patient effects were reported.